Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button was harder to press. The customer's blood glucose value was unknown. Customer stated insulin squirting during priming rather than a slow drip. Customer stated sometimes buttons had to press twice and rejected new battery alarm occurred. The insulin pump will not be returned for analysis.